Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon was implanted.